Event description:
During use in the right venous access, the 8fr introducer sheath broke in half. A non-abbott device was used to retrieve the fractured piece in the patient. The device was replaced with a new 8f introducer to complete the procedure. No patient consequences.

Manufacturer narrative:
Product evaluation: the reported event of fractured sheath could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.